Event description:
It was reported a patient experienced and was hospitalized for two days for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with unspecified medication (doses, routes, and frequency unspecified). The cause of the peritonitis was unknown. On an uknown date, the patient died. The cause of death was sepsis. The patient had not recovered from the peritonitis prior to death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.